Manufacturer narrative:
Device is not available for evaluation as it was discarded by the hospital. If additional information is received it will be reported on a supplemental report. Device was discarded by hospital

Event description:
It was reported that during a surgery the surgeon dropped the screw into the surgical site because when screwing into the skull, the screwdriver blade did not hold well and the screw came out. It was further reported that, the screwdriver would not hold the screw well, despite using the correct screwdriver grip.

Manufacturer narrative:
The complained screw has not been returned. Therefore it is not possible to confirm the reported event. During the investigation process, the information was provided that the event happened in a test situation (therefore it was new practice / first application). The surgeon¿s habit is to use the closure kit of a competitor¿s medical device company which has a different performance. According to the accompanying instruction for use of the stryker quikflap device set it is essential to ensure, that the screwdriver/screw head connection is exactly aligned in the vertical direction and axial pres-sure is put on the connection; otherwise there will be an increased risk of mechanical damage to implant (plates, burr hole covers and screws) and screwdriver blade or loss of the screw during application. Based on statistical evaluation there are no indications for any systematic design, material or manufacturing related issue. Therefore no corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend.

Event description:
It was reported that during a surgery the surgeon dropped the screw into the surgical site because when screwing into the skull, the screwdriver blade did not hold well and the screw came out. It was further reported that, the screwdriver would not hold the screw well, despite using the correct screwdriver grip.